Event description:
Device malfunction: none. Time of malfunction: post-procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the right common femoral artery using a starclose device after an interventional procedure. Reportedly, post-procedure oozing was noted from the right groin. The patient was evaluated, and aspirin and plavix were continued. Oozing resolved 2008. There were no reported adverse patient effects. Though requested, no additional information was available. Us study.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.